Manufacturer narrative:
On (B)(6) 2025, mentor became aware that the patient also experienced right side contour deformity, implant site fluid collection, breast pain, and on left side left side biopsy, and lumpectomy was performed and benign breast mass was reported in addition to right side rupture. Coding has been added/updated accordingly under section h on this form. Date of event was reported as 2019. Hence, "(B)(6) 2019" has been added under field b3. Reason for device explant and/or reoperation: right rupture, contour deformity, implant site fluid collection, and breast pain. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent primary breast augmentation with 475cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed via MRI. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
On september 30, 2025, mentor became aware that the surgery has been cancelled. As patient has decided to use a different surgeon. Hence, following fields have been updated on this form: - is required intervention has been de-selected under section b; field b2. - explantation date has been removed from fields d6b. - field h6 health effect - impact code has been updated to ¿recognized device or procedural complication.¿ - field h6 type of investigation has been updated to "device not accessible for testing." Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 7, 2025, mentor became aware that the date of surgery was (B)(6) 2025, and device was discarded. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2025. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device discarded". Reason for device explant and/or reoperation: right rupture. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).